Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") and genital haemorrhage ("heavy bleeding") in a (B)(6) female patient who had essure (batch no. B93872) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed; "did not have confirmation test performed following insertion of essure micro-inserts nos". The patient's past medical history included weakness of upper extremities, hypertension, hyperlipidemia, shortness of breath, chest pain, headache, dizziness, neck pain and low back pain. Concurrent conditions included ovarian cyst (both ovaries) and uterine neoplasm. Concomitant products included buspirone, cilest (mononessa-28), diclofenac, fluoxetine hydrochloride ("fluoxetin"), hydrocodone, medroxyprogesterone acetate (provera) since (B)(6) 2016, paracetamol (acetaminophen) and ranitidine. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced back pain ("lower back pain"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, 1 month after insertion of essure, the patient experienced pelvic pain ("pelvic pain/ pelvic area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced cystitis ("bladder infection") and urinary tract infection ("uti"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and device expulsion ("expelled the right essure coil through the vagina/ expulsion of essure device"). On (B)(6) 2014, the patient experienced migraine ("migraines"), headache ("headaches") and vaginal infection ("infection (bladder/urinary tract/ vaginal): vaginal"). On (B)(6) 2015, the patient experienced mood swings ("mood swings"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), uterine leiomyoma ("uterine fibroids") and cyst ("cysts"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the device dislocation, device expulsion, pelvic pain, menstrual disorder, mood swings, vaginal haemorrhage, menorrhagia, cystitis, migraine, headache, dysmenorrhoea, dyspareunia, uterine leiomyoma, cyst, back pain, urinary tract infection, depression, anxiety, vaginal infection and abdominal pain outcome was unknown and the genital haemorrhage had not resolved. The reporter considered abdominal pain, anxiety, back pain, cyst, cystitis, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results: on (B)(6) 2014, essure procedure. Technique: attention was taken to the left tube where the essure device was placed without difficulty. Although some tissue was obscuring it, we were able to see approximately three coils. The right tube essure device was placed without difficulty and 4-5 coils were seen. On (B)(6) 2015, pathology results, final microscopic diagnosis. Specimen adequacy: satisfactory for evaluation. Transformation zone component absent. General categorization: negative for intraepithelial lesion or malignancy. Interpretation/results: shift in vaginal flora suggestive of bacterial vaginosis. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records: vaginal haemorrhage, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2018: pfs received. Concomitant medication added. Following event : infection (bladder/urinary tract/ vaginal): vaginal, abdominal pain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.